Event description:
Report 1998-07 - blood leak in dialyzer then, same pt, set up with 2nd set up. Dialysis resumed. Blood leak alarm sounds. Hemastick tested positive. Dialysis setup discarded. Blood leak cylinder and mirror cleaned with bleach. Third setup in place. Dialysis resumed without difficulty.